Event description:
The reporter stated that she did a meter to lab comparison test (at the hosp where she is a nurse.) The tests were done in a fasting state, side by side. Her reading (capillary) was 245 mg/dl, and the lab test (venous) result was 102 mg/dl. She did not have any symptoms. A control test was not done due to unavailability of control solution. On follow-up, she said that she had also done a meter to hcp meter comparison, but did not give results. On follow-up, the lifescan rep reviewed qc procedures with the reporter.